Manufacturer narrative:
Please retract this report 2017865-2013-04857 the same issue was reported as 2017865-2013-04773.

Event description:
It was reported that the patient presented to the hospital with worsening heart failure. A chest x-ray confirmed that the leads were wound around each other and had dislodged. The lead was capped.